Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician later reported ¿edema and elongated cutaneous and subcutaneous hypermetabolism in the medial aspect of the root of the left muscle.¿ the event of ¿adrenal nodule without hypermetabolism, possible adenoma¿ is not device related.